Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. The pt was seen at the center for device eval. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed the device was not functioning. In 2007, the pt was seen by a co rep for device eval. Testing performed confirmed device failure. Surgery to explant the pt's device has been scheduled.